Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: unknown. E1: phone number: unknown. E1: establishment address: unknown . E1: initial reporter name : unknown . E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the distal tip of the angio-seal dilator cracked into pieces and broke off when the arteriotomy locator was inserted. No blood loss was reported. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Event description:
Additional information was received on 25 jan 2024: the procedure performed was a cerebral intervention using a 6 french sheath. The angio-seal was stored in the pyxis machine. Hemostasis was achieved by using a different lot number angio-seal. The estimated blood loss was negligible, 3cc's. The patient was stable. Additional information was received on 26 jan 2024: the shipments come in and get stored in the box in their clean storeroom. There was no particular place they put them in the room, any floor space that is available at the time. All angio-seals are stored outside of the boxes. They are also stored in many different locations across different departments. In the neuro room, a1 cath lab and a2 body procedures, they are stored in a pyxis carts, top shelf, outside of the box. They also are stored in or 6, normal cart with glass windows, top shelf, outside of box. Lastly, they are also stored on their stroke cart (normal cart) that are located in the ir department hallway out of box. They used ultraviolet (uv) lights to sanitize rooms and it was confirmed that they typically use them once a week. It was instructed to the tech that all the remaining angio-seal should be stored in a box, out of direct light and heat sources. The tech did not want to move any items without going through her manager. Additional information was received on 06 feb 2024: the inventory coordinator did not wish to move the angio-seal out of the pyxis cabinet or store them in the box due to issues with space, compliance with entities such as jcaho due to the cardboard box, inventory tracking, and accessibility. We inquired if there was space outside the procedure rooms to store them in the box or in unlit cabinets. He explained that any other locations would be very limited, inconvenient, or negatively affect their current storage/inventory system. According to the staff all the issues of the crumbling sheaths have been with the 6 french angio-seal. In the neuro room the 6 and 8 french angio-seal are stored on the top shelf of the pyxis; however, the 6 french packages are flush with the light on the side panel of the cabinet. It was discussed to possibly move the angio-seal farther from the light and placing a uv barrier between. We also discussed the current storage in the non-pyxis cabinets. Again, he did not want these stored in the box. It was asked if it was possible to store them in dark containers and place them further back in the cabinet; however, there was an issue with staff being able to locate them. Ultimately, he wanted to work with their internal staff to find a solution to storing them safely in the pyxis that they have vetted and is compliant and convenient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, add additional information to sections b5 and h6: health effect - impact code, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated, and the hemostasis sheath was found to have been fractured. The component was able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage of the device as the device was exposed to lighting during storage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).